Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.50mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an maverick 2 balloon catheter. The balloon was loosely folded. The balloon, markerbands, proximal bond and tip were microscopically examined. There were multiple hypotube kinks. There was tip damage. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The balloon was pressurized to the rated burst pressure for five minutes with no indication of balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.